Event description:
After the repair of an incisional hernia some time ago (date unknown) with a sofradim's mesh (probably parietex composite mesh, model and lot unknown), the patient had to be operated again for recurrence. During the re-intervention. The surgeon noted that the sutures were in the fascia; however the mesh had ripped and was on the left side on the defect. The hernia sac and the mesh were excised and a new mesh was placed in the hernia defect.